Event description:
On (B)(6) 2010, a spontaneous report by a physician was received from a company representative regarding a female (age reported as unknown) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous injection of botox (onabotulinumtoxina) and restylane to the glabellar area; otherwise the patient had no allergies or past medical history. The patient's skin type was reported as "2". Concomitant medications included aspirin (acetylsalicylic acid) 81 mg daily. The patient received a 0.4 cc (0.2 cc on each side) injection of restylane on (B)(6) 2010 to the glabellar area. No pre-procedure medications were given and no additional procedures were performed at the time of implantation. On (B)(6) 2010, ten minutes after the injection, the patient developed a venous thrombosis in the glabellar area. The company representative reported that the injecting physician "thought that she had hit one of the arterial areas" and treatment included "standard protocol compress." On (B)(6) 2010, the patient was evaluated by the injecting physician and the area "just looked like bruising with no infection or skin sloughing." The patient was instructed to massage the area and was provided nitroglycerin ointment to apply to the area. The injecting physician spoke with the patient over the next two days following the injection, but had not seen the patient since she was evaluated on (B)(6) 2010. The injecting physician felt that restylane caused the events. The injecting physician felt that restylane caused the events. The injecting physician assessed the severity of the events as mild. The lot number and expiration date were reported as unknown. Additional information has been requested.

Manufacturer narrative:
Additional PMA/510(k) number: p020023.